Event description:
It was reported that during the lead repositioning procedure, the lead was unable to advance to the desired location. The lead repositioning procedure was performed to provide better pain coverage to the pt. The lead was removed and replaced by a new lead. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.